Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that insulin gauge displayed amount different than expected, showing zero units when caller expected about 260 units, and issue occurred on previous day rather than during call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, accepted offer for email with cartridge loading resources, and technical support advised customer to call back for troubleshooting if problem recurred, which caller acknowledged.